Event description:
After scanning by 64 cu dotatate pet/CT I started having noise and growling stomach, no pain. I still have it after 2 months. Not listed in side effects of the scan. This is about side effect of injection. Radiomdx. FDA safety report ID# (B)(4).